Event description:
It was reported that patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, patient was revised to a comprehensive reverse shoulder system on (B)(6) 2014 due to unknown reasons. During the procedure, the surgeon cut off the pin from the humeral stem as it was interfering with the seating of the humeral tray. There were no complications, no delay and no patient injury as a result.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Corrected to indicate that the initial shoulder procedure was a hemi-arthroplasty and not a total shoulder replacement.

Event description:
It was reported that patient underwent a shoulder hemi-arthroplasty on (B)(6) 2008. Subsequently, patient was revised to a reverse shoulder system on (B)(6)2014 due to impingement. During the procedure, the surgeon cut off the pin from the humeral stem as it was interfering with the seating of the humeral tray. There were no complications, no delay and no patient injury as a result.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, patient was revised to a comprehensive reverse shoulder system on (B)(6) 2014 due to impingement. During the procedure, the surgeon cut off the pin from the humeral stem as it was interfering with the seating of the humeral tray. There were no complications, no delay and no patient injury as a result.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. 510k number - unknown. Manufacture date ¿ unknown.